Manufacturer narrative:
(B)(4). This manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the tip of the regalia xs 1.0 was deformed when the tip deviated outside the vessel. The deformed wire tip could be cut by the distal edge of the metallic needle during removal. Consequently, the wire tip became separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire had fractured during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the right plantar artery. When distal puncture technique was performed with a medikit 105mm needle and the regalia xs 1.0, difficulty was met to puncture. When the regalia xs 1.0 was removed, about 2cm of the wire tip was found separated and remained outside the vessel. The physician decided to leave the wire fragment in situ as it was outside the vessel and follow up to see whether to make an incision to remove the fragment in the future. The physician commented that distal puncture was difficult as the patient's sole was largely swollen. This event was attributed to the procedure as the regalia xs 1.0 was removed when the puncture needle was not inside the vessel.